Event description:
It was reported that prior to implant, the battery voltage on the device was low, and there was a replace pacer message. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed no anomalies.